Manufacturer narrative:
(B)(4). Concomitant medical products: medical product: oxf anat brg lt md size 4 PMA catalog #: 159548, lot #: 276170, medical product: oxf uni tib tray sz c lm PMA , catalog #: 161469, lot #: 387840. Multiple MDR reports were filed for this event, please see associated reports: 3002806535-2020-00009 3002806535-2020- 00011. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Product not returned.

Event description:
It was reported that a patient underwent an initial left knee arthroplasty. Subsequently, a revision procedure due to pain was performed.

Event description:
It was reported that a patient underwent an initial left knee arthroplasty. Subsequently, a revision procedure due to pain was performed.

Manufacturer narrative:
(B)(4). The following sections were updated: b4, d10, g4, h2, h3, h6. Reported event was unable to be confirmed due to limited information received from the customer. Device history record (DHR) was reviewed and no discrepancies were found. Without the opportunity to examine the complaint product, root cause cannot be determined due to insufficient information. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends. D11: medical product: oxf anat brg lt md size 4 PMA catalog #: 159548, lot #: 276170. Medical product: oxf uni tib tray sz c lm PMA , catalog #: 161469, lot #: 387840. Multiple MDR reports were filed for this event, please see associated reports: 3002806535-2020-00009, 3002806535-2020- 00011. H3 other text : product not returned.